Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead appears to have dislodged and pulled back into the atrium a few days after implant. During device follow-up the lead appeared to be sensing atrial activity. The patient will be scheduled for a lead revision/repositioning. No patient complications have been reported as a result of this event.